Manufacturer narrative:
Follow up information received on 30-sep-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred term: menometrorrhagia. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced heavy blood loss during menstruation and irregular bleeding or breakthrough bleeding. This event, seen as menometrorrhagia, is serious due to disability (problems with daily tasks and work-related problems were mentioned but not specified) and is listed in the reference safety information for essure. Menstrual pattern changes and genital bleeding may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since she had work-related and daily tasks problems (seen as disability), and no further information can be obtained, this case is regarded as incident. Other non-serious events were informed. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information is expected.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 14-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2009 essure (fallopian tube occlusion insert) was placed. The consumer reported painful placement. She had nickel allergy. In an unspecified date she experienced increase or heavy blood loss during menstruation and irregular bleeding or breakthrough bleeding, blood loss during coitus, pain during coitus, depressive feelings, tiredness, mood swings, menopause complaints, excessive sweating, and symptoms of raynaud's disease (reported by consumer as symptoms of renault's disease). Those events led her to work-related problems and problems with daily tasks. In an unspecified date she contacted her physician. She was treated with unspecified medication. Company causality comment: this spontaneous case report refers to an (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced heavy blood loss during menstruation and irregular bleeding or breakthrough bleeding. This event, seen as menometrorrhagia, is serious due to disability (problems with daily tasks and work-related problems were mentioned but not specified) and is listed in the reference safety information for essure. Menstrual pattern changes and genital bleeding may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since she had work-related and daily tasks problems (seen as disability), and no further information can be obtained, this case is regarded as incident. Other non-serious events were informed. Technical analysis has been requested.